Event description:
Customer called to report some problems with accuracy of the meter. Analysis run on consensus error grid using mean reading (164) as ref. Point vs. Bd readings (45,225, 225) yielded data points in the c zone of the grid, outside of acceptable limits.